Event description:
The manufacturer received information alleging that the device has no display on screen. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found pca with a component burned. Blower box kit, humidifier water tank and iso port kit contaminated. Heater plate kit and ui bezel with physical damage. There was no report of visible smoke or fire. No error code was present when reviewed. The pca was replaced. Lastly, the device has passed all functional testing.